Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for the overdischarge as the last successful recharging session and the last time any stimulation was felt was over 12 months prior to the report. The reporter also indicated that the patient experienced stimulation in the wrong location. The patient didn't use his system because the lead was placed in the wrong location and he couldn't get the stimulation he needed despite repeated programming. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).